Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is a report of a home patient that passed away. On an unreported date, patient's pain in her legs was reported to be so bad, that the patient was taken to the hospital where they said there was no circulation in both her legs. An angioplasty was performed in both legs (from the groin area to the heart) to clean out her arteries which were clogged. The patient was placed in a rehab facility afterwards for three and a half months. The patient returned home and was returned back to (B)(6) a month later. On an unreported date, the patient was again in a lot of pain in her left leg because she did not take her insulin properly. Later the patient became combative, was not taking her medications and was not coherent (onset date not reported). On an unreported date, it was decided to amputate her left leg above knee. Two weeks later on an unreported date, patient was back at (B)(6). On an unreported date, the patient got peritonitis in the hospital ((B)(4)) the patient was treated with unknown antibiotics. The patient was then sent back to rehab where they continued with unknown antibiotics for a week. The doctor called and said that the patient was diagnosed with recurrent peritonitis. On an unreported date, the patient was uncomfortable and was disconnected from her dialysis. On an unreported date, it was found that the patient was not breathing. The facility called the paramedics and tried cardiopulmonary resuscitation (CPR) but were unsuccessful. An autopsy was performed the following week after her death. Initial verbal report said that the patient did not have peritonitis (no sign of peritonitis). Most likely patient died from heart failure or heart attack due to fluid. No additional information was available at the time of this report.